Manufacturer narrative:
Additional information received the patient was discharged to rehab post op. It was reported the patient aspirated, causing hypoxia and death. The physician stated the death was due to aspiration not related to the procedure if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported endoleak seen during implant was confirmed; however, the exact cause and type could not be determined from the films provided. Pre-implant CT¿s confirmed a severely angulated proximal neck (off-label) that ranged in diameter from 20 ¿ 26mm. It is likely that the highly angulated proximal neck was a major contributor to the endoleak which appeared most likely to have been a type I endoleak. It is also possible that oversizing of the 28mm catalog bifurcate into the 20mm neck, which also contained thrombus, may have led to the potential for stent graft infolding and a poor proximal seal. The reported type ii endoleak seen at the conclusion of the procedure was likely anatomy related. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. The patient had a 75 degree angled aortic neck. It was reported that during the index procedure the final angiogram showed a type ia endoleak where the stent graft did not oppose the angled portion of the neck. It was noted that below the angulation there was neck and the aneurysm sac did not show any contrast. The physician placed 6 endoanchors and as the endoleak was now minimal the procedure was completed. The physician noted that the endoleak was potentially a type ii endoleak at this point. As per the physician, the cause of the event anatomy related due to the angulated neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had suffered a stroke prior to the index procedure and a few days post the procedure the patient aspirated and expired.